Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer report via phone call that the reservoir ring of the insulin pump has cracked and the reservoir cannot be securely locked anymore. The customer's blood glucose at the time of the incident and at the time of the phone call were not provided. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.